Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with an impella cp to vent left ventricle and for support with use of the venoarterial extracorporeal membrane oxygenation. It was reported that the physician placed impella in normal fashion. However, the pump was suspected to have entrained clot in the left ventricle that possibly developed from chest compressions. Original impella cp explanted and exchanged for new device.